Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was observed during visual inspection. Internal inspection found foreign substance inside the unit. The smart pneumatic module board was replaced to resolve the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with events of this nature.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown compressor failure message. Complainant indicated that there was no patient involvement in the reported malfunction.